Manufacturer narrative:
Seven filter images were received and reviewed. Per image review: based on images provided, six arms and six legs were identified at the location of the vena cava filter in the ivc and one filter limb perforated the ivc wall can be confirmed. Based on the images provided, the identity of the filter cannot be confirmed. The investigation of the reported event is currently underway.

Manufacturer narrative:
No device or no medical records have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Images were provided and review is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post vena cava filter deployment for protection of dvt and pe, the patient presented with a gi bleed. CT imaging reportedly demonstrated the filter limb to be penetrating the duodenum. The healthcare professional reported he was uncertain if the filter was the cause of the gi bleed or due to the patients anticoagulation therapy, patient reportedly has a history of gi bleed. The filter was successfully captured and retrieved using a snare device and another vena cava filter (different manufacturer) was successfully deployed. Patient status is currently unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: the device was not returned. Seven images were provided. Based on the image review, limb perforation of the ivc can be confirmed; however, the identity of the filter cannot be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.